Event description:
Pt developed a sterile cyst with increasing pain over the proximal tibia 8 months after acl reconstruction.

Manufacturer narrative:
No product is being returned for evaluation. Product recall was initiated.